Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line) alarm. This occurred during the third dwell cycle of peritoneal dialysis. The technical service representative explained the alarm to the patient and advised that they should contact their nurse. The patient stated that he would continue therapy with manual supplies. There was no adverse event associated with this event. No additional information is available.